Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance were completed to assess lead electrical performance and integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the night this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted the patient received nine shocks due to low-amplitude, noise, and oversensing. The device was programmed off. X-ray evaluation was done and it appeared that the electrode was between two sternal wires, as well as, one of the sensing electrodes appeared to be superficially placed. Additional information was received that based on x-ray, no electrode movement had occurred. The physician thought the cause of the episodes and subsequent shocks was air at either the electrode or the pocket. The following morning, the signal was clean and there was adequate sensing. Four days post implant the s-ICD system was explanted at the patient's request. No additional adverse patient effects were reported.